Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what was reported in b5, the device evaluation found the following: due to the wear of the forceps elevator lever, upward/downward angulation control knob cannot be locked securely, the grip had a scratch, the plug unit had a scratch, the label on the suction connector was damaged, due to a scratch on the plastic distal end cover, the insulation resistance value at the distal end does not meet the standard value, due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value, the plastic distal end cover had a chip, the objective lens had a scratch, adhesive around the objective lens had a chip, the light guide lens had a crack, the adhesive around the light guide lens had a chip, the bending tube was deformed, the adhesive on the bending section cover was detached, the connecting tube was snaking, the connecting tube had foreign objects, the connecting tube had a coating peeling, due to the clogging of the jet tube in the control unit, the water cannot be supplied, the universal cord had a scratch. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a defective supply plug causing loose contact and no connection. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: connecting tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.